Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: management of stenotrophomonas mediastinitis after heart transplantation for persistent driveline infection: a case report, oxford journal of case reports, october 21, 2025 doi: 10.1093/jscr/rjaf892. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient that developed a chronic driveline infection that eventually manifested as an extensive abscess along the driveline site. After the patient received a heart transplant, the patient¿s chest was left open postoperatively also due to the active driveline infection at time of implantation. The patient experienced their mediastinum being washed out with their chest left open, leukocytosis and an omental flap was mobilized laparoscopically and placed in the mediastinum. The patient received computerized tomography (CT), cultures, negative pressure wound therapy (npwt), and medicine. The status of the device is explanted. No additional adverse patient effects were reported.